Event description:
A pt reported blood glucose results of "220 mg/dl" with a lifescan meter and "154 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The customer care representative walked the pt through two consecutive control solution tests and the results fell outside the specified range. The meter, control solution, and test strips were replaced.